Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was deformed. The following was received from the initial reporter: thank you for the information, I did keep the actual needle and I just had another one presented to me from another lot. Verbatim from pr (B)(4): there were knicks in the needles. Add info received 3rd customer response it was just the "nick" in the needles.. We were finding. They were not smooth.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Insyte autoguard bc unit from lot number 2335735. Visual inspection of the provided unit did not discover any damage or defect to the needle. Your report states that there were ¿knicks¿ in the needle, however no damage or anything that might resemble ¿knicks¿ on the cannula were discovered. Further visual inspection did discover flash or damage to the catheter tip. The defect of ¿catheter tip integrity¿ was discovered. Although catheter tip integrity defect was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment as the device was received open. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.